Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error due to water flow temperature sensor (t2) failure. However, there was insufficient information to confirm this potential root cause. It is verified that the device has worked correctly all the time and that it has been due to a punctual error, probably due to the ambient temperature or something similar, the log file does not show any failure on the part of the device. The instructions-for-use under baw2800548 rev 1, baw2800424 rev 1 are found to be adequate. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device started to provide excessive heating during a treatment. It is verified that the device has worked correctly all the time and that it has been due to a punctual error, probably due to the ambient temperature or something similar, the log file does not show any failure on the part of the device. The customer and the sales representative are informed by phone call that no fault has been detected. The device is working correctly. The customer reports that an excessive temperature has been detected in the patient. The sales representative of the catalonia area has checked the device and has verified that it works correctly, they had sent us the log file of the device to check its operation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device started to provide excessive heating during a treatment. It is verified that the device has worked correctly all the time and that it has been due to a punctual error, probably due to the ambient temperature or something similar, the log file does not show any failure on the part of the device. The customer and the sales representative are informed by phone call that no fault has been detected. The device is working correctly. The customer reports that an excessive temperature has been detected in the patient. The sales representative of the catalonia area has checked the device and has verified that it works correctly, they had sent us the log file of the device to check its operation.